Event description:
The manufacturer received a report indicating that service was required for a trilogy evo ventilator. No patient involvement, harm, or injury was reported. The device was not in use at the time of the event. The trilogy evo device was returned to the manufacturer's service center for evaluation. The customer's complaint was confirmed. The device log files were successfully downloaded and reviewed. Analysis identified a ¿vent service required¿ error, indicating that the software detected a significant pressure differential between the monitor pressure sensor and the outlet pressure sensor. An additional ¿vent service required¿ error was also identified, associated with the monitor pressure sensor railing to its maximum negative value. To address these findings, the service engineer replaced the system printed circuit assembly (pca). Additionally, the in-line filter and prox fio2 were replaced due to being clogged with dust. The blower assembly was replaced due to the surface being partially contaminated with white dust. Following repair, the device passed all testing.